Event description:
The customer reported the ventilator continuously restarts. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving MFR date: 03/09/2016. Conclusion / root cause: this sensor board was tested and no failures were identified. This cpu pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator continuously restarts. The customer reported there was no patient involvement.